Event description:
While using above instrument to remove lumbar disc tissue, the jaw of instrument broke off falling into patient's body. An x-ray was needed to locate and remove broken piece. The instrument had just been repaired february, 1994 by the manufacturer.